Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of greater than 500 mg/dl with trace ketone levels; cause was not known. Customer administered a manual injection to address bg level. Reportedly, customer consulted with a diabetes educator and was advised to turn off control-iq and general advice on manual injections via pen. A pump system check was performed and confirmed pump functioned as intended at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.